Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal surgery, when inflating the balloon, after placing the product on the patient, there was air leakage and it did not inflate. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.